Manufacturer narrative:
(B)(4). The actual complaint sample was not returned for evaluation. The device history record for (B)(4) was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the y-adaptor came off the respiratory tube with only slight tension. This occurred between 2 and 3 days of use. No injury to patient was reported. No further information has been made available.

Manufacturer narrative:
Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
Per additional information received, the tip of the y-adaptor was broken off. It was a during a normal replacement of the closed suction catheter and the nurse tried to detach it from the et tube. However, she couldn't detach it smoothly and applied excess force to detach it. As a result, the tip of y-adaptor broke off.